Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found a piece of the ceramic sleeve to be broken off. The distal end of the sleeve has a .105 inch by .080 inch piece missing and there is a small gap/separation between the spatula shank and the intact section of the distal end of the sleeve. Engineering concluded that the damage was likely due to mishandling and or misuse. No other damage was found.

Event description:
It was reported that during a da vinci si myomectomy procedure, the insulation near the tip of the permanent cautery spatula instrument broke and fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.